Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, d9, h3, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed two broken in the same edge assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening assessed as surgical damage. Additional observations: ¿crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced.